Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Reporter phone number: (B)(6).

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. It was also noted the patient fell a few months ago. Surgical intervention took place wherein the extension was explanted and replaced to resolve the issue.

Manufacturer narrative:
The report event of ineffective stimulation was confirmed. As received, the extension lead has extensive damage on return extension lead. It has severe twiddling all along lead body, as well as well as damage at terminal end electrode. The damage is consistent overstress condition the extension lead may have been subjected while in vivo.